Manufacturer narrative:
Block a2 date of death is an approximate date.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced drowsiness after the implant procedure and was admitted to the hospital. The patient was diagnosed with a cerebral hematoma. The physician believes the hematoma was procedure related. Additional information was received that the patient was sedated and treated in the critical care unit (uci) but later passed away.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced drowsiness after the implant procedure and was admitted to the hospital. The patient was diagnosed with a cerebral hematoma. The physician believes the hematoma was procedure related.